Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank. Customer cannot recall blood glucose reading. Troubleshoot was not performed. Customer will call back to troubleshoot. Insulin pump will not return for analysis.